Manufacturer narrative:
(B)(4). One therapy cool flex ablation catheter was returned for evaluation. Visual inspection revealed multiple bends on the shaft of the catheter. The results of the investigation concluded that the catheter met specifications during electrical, flow rate, and simulated ablation testing. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion is unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a pericardial effusion occurred. While ablating in the left atrium, a steam pop was heard. Approximately twenty minutes later, the patient became hypotensive and a transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. No further intervention was required and there were no performance issues with any sjm device.